Event description:
Resident was being transferred from recliner into bed with the lifter when a snapping sound was heard and residents' (r) side lower part of the pad was disconnected. Resident's head was supported by cna and second cna was supporting resident's feet as resident was sliding out of lift. Resident hit her bottom between the legs of the lift.